Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint confirmed. The device met all material specifications as received. The evaluation revealed broken tip stress fracture on the returned driver. The most likely cause(s) of this type of event include over-insertion, not inserting the implant coaxial to the bone tunnel, or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an atfl repair procedure, the driver shaft on the small bone fastak¿ suture anchor with 2-0 fiberwire broke as the anchor was being seated into the bone. All metal fragments were removed from the patient and the tip of the driver was removed from the anchor, however, the broken anchor had to be left in. The surgeon was able to trim the anchor down to be flush with the bone. A new small bone fastak¿ suture anchor with 2-0 fiberwire was used in an adjacent spot to complete the case.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause(s) of this type of event include over-insertion, not inserting the implant coaxial to the bone tunnel, or prying/leveraging the driver while the implant is still loaded. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that during an atfl repair procedure, the driver shaft on the small bone fastak¿ suture anchor with 2-0 fiberwire broke as the anchor was being seated into the bone. All metal fragments were removed from the patient and the tip of the driver was removed from the anchor, however, the broken anchor had to be left in. The surgeon was able to trim the anchor down to be flush with the bone. A new small bone fastak¿ suture anchor with 2-0 fiberwire was used in an adjacent spot to complete the case.